Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 440 mg/dl and had decreased to 100 mg/dl. The customer administered a manual injection to address blood glucose level.